Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that unknown customers have experienced loss of connection issues between the transmitter and pump when wearing the two devices on opposite sides of the body. The reporter was made aware of these allegations by reading an unspecified website. No additional patient or event information was available.